Manufacturer narrative:
The glidescope gvm monitor along with a glidescope avl baton 3-4 were returned to verathon for evaluation. The technical service representative connected the returned video baton to the returned video monitor. The image produced was clear, with proper color rendition and distinct lines. The video baton produced a clear image when the video baton cable was manipulated. The returned video baton was tested on a test video monitor. The image produced was clear, with proper color rendition and distinct lines. In addition, the returned video monitor was tested with a test video baton, again the image produced was clear, with proper color rendition and distinct lines. The video monitor passed all tests and was returned to the customer. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm monitor, the image would cut out. In addition, reportedly there was blue lines across the top of the display. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.